Manufacturer narrative:
Product ID 8709, serial #(B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8590-1, lot # n083573, implanted: (B)(6) 2006, product type accessory; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the magnetic resonance image (MRI) was thought to be due to an issue with the pump.

Event description:
The patient had a pump replacement in august and since that time her legs are numb instead of her back and she can hardly walk. An MRI was being performed because the hcp suspected that the catheter was not placed in the right spot. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information received reported, the device system was used to deliver bupivacaine and dilaudid. It was reported, the health care provider was unsure if the cause of the event was due to the drug bupivacaine or the patient's lower back problems. The MRI was performed on (B)(6) 2012 however, the results were not provided. It was noted the patient experienced weakness in their legs. The plan was to continue to monitor.